Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed states that rt complains of obstruction valve failures (exhalation obstructed alarm), biomed department unable to identify any issues causing problems no patient harm.